Event description:
Reporter alleged blood glucose was in the 60s mg/dl in the evening and took 14 units of insulin as normal and ate, food unknown. It was reported a relative found customer unconscious and called the ambulance who within an hour arrived and measured glucose at 27 mg/dl while the customer's meter read 67 mg/dl. Reporter stated ambulance treated customer with an IV, type unknown. A request was made for the return of the suspect device and replacement product was sent.